Event description:
It was reported that the battery gauge was fluctuating. There was no reported impact to the customer¿s blood glucose level. Technical support planned to contact additional assistance internationally and replaced all chargers, including the usb and adapter, to resolve the issue.